Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 47 mg/dl; cause was not known. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged low blood glucose issue could not be verified.